Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked zebra connector on the display board. The insulin pump had minor scratches on the display window, scratched case and a broken reservoir tube lip.

Event description:
It was reported the insulin pump has two lines that it does not have pixels. Customer states this makes it hard to read the display. It was reported the device was not dropped but it may have been pumped. Customer usually carries the device in her bra or pocket. No further information reported.